Event description:
Trach tube: bivona 3.5 flextend ts strt neck ped. Pts mom called and stated "her day shift nurse reported that patient seemed a bit more lethargic than usual. Yesterday evening, mom noticed patient had a higher heart rate and slightly lower oxygen saturation. Mom also heard audible air escaping from her stoma. She and her husband went to perform a trach change and prior to doing so, inflated the cuff to check that it would in fact inflate. Mom pushed 3 cc's of water which is what she has in her cuff and nothing happened at all to the trach. There was no expanding of the cuff. The balloon filled, but the cuff itself did not inflate. Mom opened another trach and that trach luckily had a cuff that would fully inflate. The original trach that lasted less than 24 hours inside of her was taken out and mom reinflated the cuff to see if something was wrong with that one and only one side of the cuff would inflate. Mom has gone through three trachs on (B)(6) in less than one weekend. Attached is a picture of the lot number, etc. As mom believe the trachs we received were a bad batch and others should be reviewed/pulled." Mom threw away defective trachs, we only have photo of package. Reference report mw5162131, mw5162132.